Manufacturer narrative:
This device is not sold in the us but a similar device is. Full name of the facility is the first affiliated hospital of medical college of (B)(6). Customer provided information of their reprocessing. The mh-946 adapter is used for manual cleaning in the facility. There are no scratches on the mounting part of the mh-946. No third-party automatic endoscopy reprocessors (aer) are used at the facility. The nozzle has not been replaced before. The device has not been repaired in the past year. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, an unknown foreign material was clogging the nozzle of the device. The clogging material caused the flow of air/water in the channel to be irregular. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer for this event, the flow of air and water through the channel was not smooth observed during reprocessing. There was a suspicion of blockage in the nozzle. The foreign material was not removed from the nozzle. There was no problem with the device during the previous procedure for which the device air water flow had been checked prior to use. The previous procedure was completed with the same device. The issue with the device did not delay the next intended procedure for more than 15 minutes. The intended procedure was completed with another similar device. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that a part of the peripheral equipment was broken. And entered the channel, which clogged in the nozzle. A definitive root cause cannot be identified. The user can detect the suggested event properly, by handling the device in accordance with the following instructions for use (IFU). "Operation manual inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspection of the endoscopic system, inspection of the air-feeding function, inspection of the objective lens cleaning function". Olympus will continue to monitor the field performance of this device.